Manufacturer narrative:
There are no patient injuries associated with this event. The reported symptom was attributed to a shorted diode, on the ac input signal, within the bridge rectifier, brg1, on the ultrasonic generator (500 w) board, p/n 12008, causing the fuse to open, rendering the board inoperable. This diode is located on the ac input plus side of the bridge rectifier and its failure is likely attributed to an over voltage or over current condition. The loss of the ultrasonic generator performance does not, of and by itself, result in an endoscopic high level disinfection process failure. Its failure does not render a microbiologically unsafe product or present any additional risks for reuse given the nature of the pre-cleaning labeling instructions and high-level disinfection. Given the nature of endoscope pre-processing and high-level disinfection, either the presence or absence of ultrasonics should still result is an endoscope that has had its bioburden reduced to an acceptable level. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any additional risks.

Event description:
During preventive maintenance the service technician noticed that the ultrasonic function was not working.